Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the mitral valve leaflet was torn during the procedure and the patient was sent for mitral valve replacement surgery, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip was advanced to the mitral valve and six successful grasps of the leaflets were made; however, there was no reduction in mr. After the seventh grasp of the leaflets, the anterior leaflet was noted to be torn; thus the clip was not deployed and the patient was sent for mitral valve replacement surgery. Reportedly, the patient is in good clinical condition, hemodynamically stable and awaiting discharge. There was no additional information provided.